Event description:
A customer observed imprecise qc results using ahbs selling controls on the eci analyzer. Imprecise results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were affected. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the vitros eci analyzer and the a-hbs selling controls were operating as intended. Customer indicated that they believed the control cups had been switched, which was confirmed through internal testing. User error was the root cause of this event.